Event description:
It was reported by a neurologist's secretary that their handheld computer no longer worked in accordance to the neurologist. (B)(4) attempts to obtain additional information regarding the event have been unsuccessful to date.

Event description:
Further information was received by the manufacturer indicating the handheld was returned and underwent analysis. MFR report # 1644487-2011-02524 discussed the event and findings.